Event description:
It was reported that on an unknown date in (B)(6) 2014, an 8 x 40 x 136 mm xact stent was implanted to treat a lesion in the right internal carotid artery. On an unknown date in (B)(6) 2015, it was observed that the xact stent was re-stenosed. On (B)(6) 2015, a new procedure was performed for treatment of the restenosis. The 8x40x136 xact stent system was advanced, but could not cross due to the heavy tortuosity and heavy calcification, as well as the restenosis of the previously implanted xact stent. The restenosis was treated with an un-specified xact stent. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event is estimated as (B)(6) 2015 date of implant estimated as (B)(6) 2014 there was no reported device malfunction, and the product was not returned. The reported patient effect of restenosis is a known observed and potential patient effect as listed in the xact carotid stent system instruction for use. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.